Event description:
Additional information received reported the patient had no symptoms. The healthcare professional (hcp) made the decision to turn the pump off because they don¿t like to manage patients with these types of devices.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient had extensive back surgery either earlier in the week or last week. During the procedure, the catheter tip became dislodged from the intrathecal space. The healthcare professional (hcp) decided to stop the pump and elected to manage the patient with oral medication. The manufacturer representative reprogrammed the pump to stopped. The patient was not awake when the rep saw him to turn the pump off. The pump was used to deliver morphine, bupivacaine and clonidine.

Manufacturer narrative:
(B)(4).